Manufacturer narrative:
Device evaluated by manufacturer: no issues were noted with the tip section of the device. A visual examination identified no issues with the balloon. It was noted that the balloon had been subjected to positive pressure and deflated prior to return. An examination of the balloon found that the balloon was partially inflated with contrast media indicating that the device was prepped for use. The catheter is compatible with 0.035 inch guidewire. The customer guidewire measured at 0.034 inches. It was possible to remove and reinsert the wire with no resistance noted. The investigator also inserted and removed a lab 0.035 inch guidewire without issue. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the contralateral approach using a 6fr 45cm non-bsc balloon catheter. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. Plain old balloon angioplasty (poba) was performed with a 5.0mmx40mmx75cm mustang¿ balloon catheter; however when the device was attempted to removed, it got stuck with the non-bsc guidewire. The balloon catheter and the wire were removed together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained via the contralateral approach using a 6fr 45cm non-bsc balloon catheter. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. Plain old balloon angioplasty (poba) was performed with a 5.0mmx40mmx75cm mustang¿ balloon catheter; however when the device was attempted to removed, it got stuck with the non-bsc guidewire. The balloon catheter and the wire were removed together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status was good.